Event description:
A customer using the personal lab analyzer with software version 2.2a noted that when scheduling more than one protocol in a profile and sharing a common diluent and predilution tube, some samples for the second protocol were not picked up by the metal needle and added to the predilution. There were no error messages generated. The "predil" (diluent only in the tube) is then dispensed to the plate. All samples with this error generate an invalid test result.